Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported no device found was seen on controller screen. Patient stated he was having problem connecting to ins with controller. Patient mentioned when could connect, the setting was not where they left them. Patient said he started having problems connecting to the implant about 6 weeks ago (2019) and said he pulled battery out, and reinserted, and then it reconnected, but the issue kept happening, he would see the no device found screen. Patient mentioned he had a lot of pain lately and clarified it started on monday. Patient noticed the last few days, the amplitude was not staying where it left it last. Patient did not seem, to have any problems charging implant, it just when he tried to connect with controller to ins. It was noted rep aware of issue patient had trouble connecting to implant on the phone 6 weeks ago. Patient stated patient had problems connecting to implant, had pain and setting were moving on their own. A replacement controller would be sent, controller would not connect with blue tooth. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they didn¿t start doing anything new or different to contribute to the issue of the settings moving on their own. The patient stated that when they went to change their stimulation level, as they often did, they would have problems connecting to their implantable neurostimulator (ins). At times, the patient would notice that the settings had changed when they hadn¿t changed them. It was noted that the replacement controller resolved the issue. No further complications were reported or anticipated.